Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported the infusion set self adhesive does not stick enough. No adverse event reported. Cannula has been discarded and cannot be returned.